Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the aliquot drain and integrated multisensor technology module. The cse performed a system diluent test and ran calibrations. The cse successfully ran quality controls. The cause of the discordant sodium results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na) results were obtained on multiple patients on a dimension vista 500 instrument. The discordant na results were reported to the physician(s). The samples were repeated on an alternate system. The corrected na results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.